Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. X-ray, electrical and visual testing did not find any anomalies. All other damages were sustained during procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited failure to capture and high pacing impedance. The lead was explanted and replaced. The patient was stable.